Event description:
During a laparoscopic procedure the surgeon stepped on the monopolar pedal nad shortly after, the monopolar cord sparked. The "l" hook probe was attached to the monopolar cord. The probe was not touching the pt. Nor was anyone hurt by this incident.